Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared an occlusion alarm. Additionally, the customer entered an incorrect carb amount into the bolus menu. Subsequently, the customer's blood glucose (bg) elevated to over 504 mg/dl with 0.8 ketones. The customer addressed bg with a supply change and corrections.